Event description:
The following was received by gore product surveillance group from a (B)(6) post: "(B)(6) year old woman, s/p evar x2. Previous afx on 2012, type 3, realigned with excluder in 2019. Returned with raging type 1. All excised, hemasheild dacron is her best friend." Additional information has been requested.